Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer cleared the alarms and resumed insulin delivery. The customer experienced elevated blood glucose (bg) levels ranging from 200-550 (mg/dl) and large ketones considered dangerous. Correction boluses were delivered via the pump and an infusion set change was performed to address bg.